Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the catheter. The physician attempted to redock the device but was unable to do so. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of separation problem and connection problem was not confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with procedural damage. The tether buttonhole diameter was measured and found to be within specification. Analysis performed showed that device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.